Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The f-12 alarm was identified during an alarm log review. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was successfully performed with no issues noted. The device was found to operate per specification. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-12 (upstream occlusion was detected in revolution counter interrupt) alarm. No additional information is available.